Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a crack at the edge of the reservoir compartment and tape is holding it in. The customer's blood glucose reading was unknown. The customer out of the country and was advised that someone would contact her tomorrow regarding a replacement. She will not return the product for analysis.